Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a period of low flow which corrected itself within 15 minutes. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 2, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information), (B)(4). The actual device was not returned for evaluation. Review of the device history records revealed no manufacturing issues. Based on the information provided, the flow rate went low during cool-down of the body and that the flow rate recovered as time went by. It is likely that the sample was obstructed temporarily due to the generation of cold agglutination; however, without the sample or the pump records a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.